Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the up, down, and ok buttons were intermittently responding to presses for 2 - 3 months. The reporter confirmed that the keypad was intact but indicated that the button symbols were worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/12/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the contrast keypad button was found to be intermittently unresponsive, which has no effect on insulin delivery function; all other keypad buttons responded appropriately. There was evidence of contamination found under the up arrow and contrast key contacts.